Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stop working. Customer's blood glucose level was went up to 350 mg/dl and came down to 100 mg/dl. Customer's other blood glucose level was 99 mg/dl at the time of call. Customer stated that they were hospitalized due to chest pain on (B)(6) 2019. Customer cannot eat or drink for the day because she was getting other test done. Customer reported that the glucose meter was not connected to the insulin pump. The device will not be returned for analysis.